Event description:
The translation of the customer's problem description is "test failure to make that makes the pacemaker." We consider this issue to have been a test failure of the user initiated pacing test. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The translation of the customer's problem description is "test failure to make that makes the pacemaker." We consider this issue to have been a test failure of the user initiated pacing test. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.